Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The root cause of the reported complaint was the failed pca processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in march 2008 and is over 15 years old, past its expected service life of 5 years. During visual inspection of the platform, unrelated to the reported complaint, the head restraint wire was observed to be cut, and the top cover and front enclosure were cracked/damaged. The damaged head restraint does not render the autopulse platform non-functional. The likely root cause for the physical damage was due to mishandling, but contribution from wear and tear due to age cannot be ruled out. The top cover and front enclosure were replaced to remedy the damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The failed processor board was replaced to remedy the system error. Also, unrelated to the reported complaint, a sticky clutch was found. The impact of a sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The clutch plate was deburred to address the observed issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**.